Event description:
The customer reported that the ventilator gives "o2 inlet low" alarm in nppv or CPAP mode when used with mask. While using the ventilator in nppv psv or CPAP mode with the mask, it gives "o2 inlet low" alarm. If the unit operated with the test lung it is okay. When the leak is high on patient side with the mask it compensates the leak but gives "o2 inlet low" alarm. As a remedy hospital o2 wall system checked pressure was around 65 psi and flow is high enough to operate system. The other modes operate normally. Per the customer there was no patient involvement.

Manufacturer narrative:
H3 and h6: carefusion customer advocacy requested technical support (B)(4) to follow up with the customer to ensure adequate flow from their hospital oxygen source. Carefusion will evaluate the alleged failed product if it is returned to the manufacturer.